Event description:
Additional information received reported that the event was due to normal battery depletion. There were no abnormal impedances. It was stated that the patient was unsure if he wanted a replacement device.

Event description:
It was reported the patient fell and dislocated their shoulder about a week previous to the date of this report. In addition, it was noted the patient had a 'couple of falls.' Since then, it was stated the patient was not getting good paresthesia in the correct place. Reprogramming was attempted to achieve optimal paresthesia, but it was unsuccessful. Impedances measured showed that all electrodes except one were in range. The out of range electrode was on the lead that contains electrodes 8-15. That electrode was not being used with the patient's programming. It was noted the patient was getting 'uncomfortable pain' when the implantable neurostimulator (ins) was turned on and was not getting any relief. An estimated replacement indicator was reported as well. It was further noted the ins battery was 'almost dead.' It was stated the patient was to turn off the ins while they heal from the shoulder surgery that was due to the fall. The device would be re-interrogated/reprogrammed in about four weeks. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).